Event description:
It was reported that stent damage occurred. The 95% stenosed target lesion was located in the moderately tortuous and severely calcified left anterior descending (lad). A 20 x 4.00 promus premier drug-eluting stent was advanced for treatment. However, the device failed to cross the lesion. The device was removed and it was noticed that the stent struts were fuzz and not smooth. The procedure was completed with another of same device. No patient complications nor injuries reported and the patient status was stable.

Manufacturer narrative:
A promus premier ous mr 20 x 4.00mm stent delivery system was returned for analysis. A visual and microscopic examination of the crimped stent identified damage. The mid-section of the crimped stent was kinked with the stent struts distorted. The stent was securely crimped between both markerbands. The undamaged stent outer diameter was measured by a snap gauge and the result was within max crimped stent profile measurement. The balloon cones were reviewed, and no issues were noted. The balloon wings were tightly wrapped and evenly folded and were not subjected to positive pressure. A visual and microscopic examination of the bumper tip identified no tip damage. A visual and tactile examination of the hypotube shaft found no damage. Visual, microscopic and tactile examinations of the distal extrusion identified no damage.

Event description:
It was reported that stent damage occurred. The 95% stenosed target lesion was located in the moderately tortuous and severely calcified left anterior descending (lad). A 20 x 4.00 promus premier drug-eluting stent was advanced for treatment. However, the device failed to cross the lesion. The device was removed and it was noticed that the stent struts were fuzz and not smooth. The procedure was completed with another of same device. No patient complications nor injuries reported and the patient status was stable.